Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, and asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, and asthma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to product investigation laboratory, and they observed the following sound abatement degraded foam indications. A dust like contaminate on the outlet swivel, flip lid, water tank, bottom assembly, flip lid seal, dry box, and the bottom cover. Evidence of liquid spots with potential mineral deposits on the water tank. The bottom assembly had an unknown brown sticky substance on it. A dust like contaminate on the sd cover flip door, ui (user interface) panel, ui knob, top enclosure, keypad, bottom enclosure, rear panel, blower motor, and the blower box. A hairlike substance was on the ui panel. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. An unknown brown sticky substance on the rear panel, bottom enclosure, and the dc jack color insert. An unknown green circle on the top enclosure. A bluish plastic like piece that is possibly the retention clip from the filter inside the bottom of the blower box. The device was returned missing the accessory module flip door and the philips pollen filter. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. 0 errors were logged. Product investigation laboratory can confirm the presence of multiple contaminants and water marks that are not consistent with degraded sound abatement foam from the secondary findings.